Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was noted that the implantable cardioverter defibrillator exhibited diagnostic anomaly; the lead impedance and ventricular sense trends were absent. Programming changes were made. There were no patient consequences.